Manufacturer narrative:
(B)(6). The device was manufactured may 15, 2017 - may 16, 2017. The device was received for evaluation with approximately 8 ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The device was found to be conforming product. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that at the end of the expected therapy time, there was a ¿small¿ amount of fluid remaining in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.